Event description:
It was reported that the carrier was delaminated and thin layer left on the film.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the dressing was never used by the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. One dressing which had been removed handles was received as complaint sample. The dressing was observed and found no adhesive on the film. The complaint review concluded that most likely root cause of the issue was lack of adhesive and this issue will be raised with the raw material supplier. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.